Manufacturer narrative:
Received 21 of 138104 in original packaging. Lot number was verified. Sampled 13 devices and performed a visual inspection of the devices, there were obvious signs of a breach on three of the devices. Performed a functional inspection on the remaining ten devices, they were dye leak tested which indicated that all ten of the packages had an insufficient heat seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This distributor reported that the 138104 device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.